Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery gauge was fluctuating and subsequently, after receiving low battery alerts/alarm, pump shut down. Customer's blood glucose was 110 mg/dl. Customer continued to use pump for insulin therapy.